Manufacturer narrative:
Additional information were received confirming that there was no endoscope allegation and the issue was with the video processor reported in the related (B)(6).

Event description:
The customer reported to olympus that the unknown device, had no image with 180/160/165 endoscopes. The issue occurred during an the preparation for use. The procedure was unknown. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.